Event description:
Boston scientific received information stating: abnormal impedance measurements over 2500 ohms also found loss of capture. The physician said that happens in this case was an atrial lead conductor fracture, then the device is reprogrammed in mode vvi for deactivated the electrical atrial stimulation. Hospital fundacion cardioinfantil cll 163a # 13b-60 bogota colombia dr. Miguel vacca implant date: (B)(6) 2005. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).